Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the atrial lead causing inappropriate auto mode switch (ams) and noise reversion. Patient was asymptomatic and will continue to be monitored normally. Recently during a box change out unrelated to the event, threshold slightly increased but gradual and short episodes of noise reversion and ams episodes were present. Lead remains implanted.